Event description:
The customer received questionable testosterone, dehydroepiandrosterone sulfate (dhea) and antibodies to thyroid peroxidase (anti-tpo) results for one patient. The testosterone result was 12.27 nmol/l. The result from a 1:2 dilution was 9.22 nmol/l, from a 1:5 dilution was 1.00 nmol/l and from a 1:5.5 dilution was 0.69 nmol/l. After the patient complained, the sample was tested in another laboratory on an abbott architect and the result was 1.32 nmol/l. With another sample of material on (B)(6) 2013: the testosterone result was 9.76 nmol/l. The result from a 1:3 dilution was 1.521 nmol/l, from a 1:4 dilution was 0.60 nmol/l and from a 1:5 dilution the result was <0.087 nmol/l. The dhea result was >1000 ug/dl. The result from a 1:3 dilution was 637 ug/dl, from a 1:4 dilution was 460 ug/dl and from a 1:5 dilution was 364 ug/dl. The sample was tested in another laboratory on an abbott architect and the result was 204 ug/dl. The anti-tpo result was 357.1 iu/ml. The result from a 1:3 dilution was 461.7 iu/ml, from a 1:4 dilution was 477.2 iu/ml and from a 1:5 dilution was 484.0 iu/ml. The sample was tested in another laboratory on an abbott architect and the result was <3.0 iu/ml. Information concerning which results were reported outside the laboratory and if the patient was adversely affected was requested, but was not provided. The testosterone reagent lot number was 171423 with an expiration date of 05/31/2014. The dhea and anti-tpo reagent lot numbers and expiration dates were requested, but were not provided.

Manufacturer narrative:
Information concerning the specific part number involved in this event was requested, but not provided. This event occurred in (B)(6).

Manufacturer narrative:
As part of the investigation, a sample from the patient was submitted for further testing. It was determined the patient exhibits an increased concentration of anti-streptavidin antibodies. Product labeling documents the interference of these antibodies with the reagents.